Manufacturer narrative:
(B)(4). Date of initial report : 04/26/2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the device was used during the case a minimal bleeding was noted. After the case, the patient was found to have post-operative bleeding and was returned to the or for a second procedure in order to control the bleeding of approximately 2.5 liters. The patient is currently on a ventilator and is in stable condition. The surgeon did not indicate that the device contributed to the reported event. The site contact has no additional information regarding the device and incident. The device was reported as having been discarded after the first surgery.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The re-operation occurred 90 minutes after the first operation. Sutures and clips were used during the second case. The patient was on a ventilator for two weeks and has been discharged from the hospital.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 04/26/2016. Date of follow-up report: 06/15/2016. New information has been added in section b5.